Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for a polarity switch to unipolar. False atrial high rate episodes and exhibited oversensing was noted when the polarity switch occurred. The patient had an ablation procedure done earlier this year which may cause impedance readings to be off. The lead remains in use. No patient complications have been reported as a result of this event.